Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no button error alarm noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 302 mg/dl at the time of incident. The insulin pump will be returned for analysis.